Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the original cck was done on the gold coast under dr (B)(6) approx. 15 years ago, unfortunately the patient presented with an infection and was washed out on tuesday with the bearing replaced. Everything was kept insitu as the components were still solid, the pe was exchanged only.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that upon on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature.